Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('still healing from major surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adverse reaction ("damages caused by having essure"), migraine ("migraines came a year later") and back pain ("back pain") and experienced perinatal depression ("implant surgery two months after my son was born/I though I went into postpartum depression") with anxiety, lasting 1 year. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse reaction, migraine and back pain outcome was unknown and the perinatal depression had resolved. The reporter considered adverse reaction, back pain, medical device removal, migraine and perinatal depression to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following one was described in patient¿s social media: adverse event, migraines, postpartum depression, anxiety and back pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media. New reporter added. New events 'postpartum depression', 'anxiety' and 'back pain' added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('still healing from major surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("damages caused by having essure") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, adverse reaction and migraine outcome was unknown. The reporter considered adverse reaction, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: adverse event, migraines. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- migraines. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('still healing from major surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("damages caused by having essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: adverse event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.